Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor was unable to be reprogrammed. The returned sensor was de-cased and battery was replaced. After replacing the battery the sensor did not reprogram. An extended investigation was performed and visual inspection was performed on the returned sensor and no issues were observed. The sensor was found to be in state 6. The sensor was further de-cased and visual inspection was performed and observed corrosion due to liquid ingress in the pcba( printed circuit board assembly). The returned battery was replaced with a known good battery and reprogrammed using a patch programmer software, returned sensor would not activate returning error termination state. The corrosion was attempted to be cleaned from the pcba and re-programmed again and observed error termination state. A re-flow of the asic's solder was performed and then reprogrammed, but sensor still di not activate. Thus adc is unable to further test the returned product. Therefore, the issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.